Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) and right ventricular lead displayed high out of range shock impedance measurements. An x-ray was performed revealing a possible lead fracture. A revision procedure was performed. After the lead was replaced, similar shock impedance measurements were obtained. Visual inspection of the device revealed the header appeared "wobbly". The device had been implanted subpectoral. A decision was made to replace this device; the device was removed and replaced. Normal shock impedance measurements were obtained with the replacement device and lead. It was thought the issue may have been related to the loose header, however this could not be confirmed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, the complete lead was recieved severed in two segments. The extracting stylet was stuck in the distal lead segment. Resistance testing was performed revealing normal measurements. An x-ray did of the rate sense portion of the lead did not reveal any lead fracture. Analysis could not determine a reason for the reported clinical allegation.